Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18 event of stent cover damaged. A visual examination of the returned device found that the stent was fully mounted. Blood was present on the distal end of the stent and the distal stent cover was found to be damaged. The catheter was kinked at 16 mm proximal to the distal tip. The inner shaft was stretched and kinked and partially exiting the guidewire access port. During analysis when the distal handle was retracted, the inner shaft exited further through the guidewire access port and the outer sheath could not be retracted. The shaft was dissected proximal to the guidewire access port and the inner shaft and stent were withdrawn. The inner shaft was kinked and twisted proximal to the yellow inner jacket from where it had exited through the guidewire access port. The inner shaft was also kinked at several locations between the distal tip and the proximal markerband. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review identified that this device was not used per the directions for use (dfu) / product label. The dfu / product label states "required equipment: 0.035 in (0.89 mm) stiff-bodied guidewire." However, the complaint states a guidewire was not used while attempting to place the stent. Therefore, based on the evaluation conduction, the most probable root cause is user/use error.

Event description:
It was reported to boston scientific corporation that two wallflex biliary rx covered stents were used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2011. According to the complainant, during the procedure, the catheter kinked while the first wallflex biliary rx covered stent was being placed within the patient. The stent was never deployed, and was removed from service. (Subject of manufacturer's report # 3005099803-2011-04194). A second wallflex biliary rx covered stent was then used. However, the catheter kinked while the stent was being placed within the patient. The stent was never deployed, and was removed from service. (Subject of manufacturer's report # 3005099803-2011-04195) reportedly, a guidewire was not used while attempting to place either stent. The procedure was completed by placing a plastic stent. A second procedure was scheduled for (B)(6) 2011, in order to place a metal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. The investigation results for both wallflex biliary rx covered stents revealed that the cover was damaged. Based on these findings, both events have been deemed reportable.